Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: degenerative curve. L5-s1 instability. L4-5 and l5-s1 stenosis. Lumbar radiculopathy. Intractable back and lower extremity pain. The patient underwent the following procedures: left sided transforaminal lumbar interbody fusions, l4-5 and l5-s1. Right sided transpedicular exposures for neural decompression, l4-5 and l5-s1. Placement of interbody devices at l4-5 and l5-s1. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4, l5, and s1. Posterior spinal fusions, l4-5 and l5-s1. Harvest of local bone autograft. Placement of osteopromotive material. No intra-operative complications were reported.